Event description:
Nursing home resident on tube feeding via tube feeding pump. The tubing popped out of the rotor knob and was free flow tube feeding to the resident, approx 700cc's infused from 6:00 a.m. Until 7:30 a.m. On 12/5/95. The resident's physician stated that the resident died of probable aspiration pneumonia. The incident occurred at 7:30 a.m., 12/5/95. The resident died approx 6:15 p.m. On 12/5/95.